Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.